Event description:
Fresenius kabi lvp numeric input screens use shared code to enforce precision and value limits for parameters, with different numeric policies governing ranges of values. When input values exceed the allowed significant digits, the code attempts to truncate decimals (even if none exist) leading to incorrect formatting. This flaw causes the system to generate values with excessive decimal places, violating the permitted decimal length and triggering uncaught exceptions that crash the program. The issue is illustrated with examples where input strings like "0020" and "00060" are mishandled due to faulty assumptions in the truncation logic. The root cause is the code's assumption that excess significant digits always imply a decimal component that can be truncated, which is not always true.

Event description:
The following has been reported: biomed reported: "pump shut down and started alarming (red lights and audible alarm) while being programmed. Battery fully charged, disconnected from power source, cannot shut down, still alarming. Staff attempted to clean screen with alcohol without resolution. Pump currently in mb7-588 because it is still alarming! No patient harm noted" pump serial number: (B)(6) was running on sw ver 5.10. A preliminary review identified the following issue: pump ceases operation due to sw error an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.